Manufacturer narrative:
The pump was returned to animas for eval. During investigation, it was found that all keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all key contacts.

Event description:
Per the distributor, it was reported that the pt has to press the buttons several times to get them to work.